Event description:
Event description boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the ER and an electrocardiogram shows ventricular fibrillation (vf), but the stored device electrograms (egms) show ventricular tachycardia (vt) with a flat shocking egm channel. The representative caller was inquiring whether or not this could be due to device undersensing or a possible shorted lead. It was noted that device egms would be faxed to technical services for review.